Event description:
The article, "computed tomography analysis of coronary chimney stenting following transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study to evaluate by a systematic analysis of post-tavr multi-slice computed tomography (msct) the anatomical features of coronary chimney stenting (chs) in transcatheter aortic valve replacement (tavr)-related coronary artery (ca) occlusion (cao). Devices included in this study were portico/navitor valve and evolut pro. The article concluded that msct findings after chs following tavr revealed the extremely complex relationship between ca stent and thv frame in the aortic root with potential implications in future coronary reaccess. Until long-term follow-up is available to determine the impact of late chs failure, this technique should be only considered in highly selected patients without other therapeutic options. [The primary and corresponding author was (B)(6). The time frame of the study was not provided. A total of 9 patients were included in the study, of which 8 (88.9%) received an abbott device. The average age was 81 years and the average gender was female. Comorbidities included coronary artery occlusion.

Manufacturer narrative:
Summarized patient outcomes/complications of post-tavr multi-slice computed tomography (msct) the anatomical features of coronary chimney stenting (chs) in transcatheter aortic valve replacement (tavr)-related coronary artery (ca) occlusion (cao) was reported in a research article "computed tomography analysis of coronary chimney stenting following transcatheter aortic valve replacement" in a subject population with multiple co-morbidities including coronary artery occlusion. Some of the complications reported were minor stroke, myocardial infarction, thrombosis, percutaneous angioplasty (unexpected medical intervention), thrombus, hypoattenuating leaflet thickening, stent fracture; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis literature attachment: article title " computed tomography analysis of coronary chimney stenting following transcatheter aortic valve replacement.